Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had visual tear in balloon cuff resulting in a second tube being placed. After the patient went for x-ray, cuff had to be refilled, audible leak heard, cuff was empty and did not fill. The patient was reintubated.